Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system on-site and could not replicate the reported behavior. The system functioned normally during testing. The software investigation found that the reported a software investigation was also completed. The software investigation found that the event was related to a software issue. This issue was documented in a medtronic software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was not displaying 2d images. It was reported that when the user attempted to take a 2d or 3d image, no image was produced although the system continued to make a beeping sound. The imaging system was rebooted, another 2d image was attempted, and the issue recurred. The use of the imaging system was discontinued because of this issue, and a second imaging system was used to complete the procedure. The procedure was completed successfully. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
Correction: device manufacture date provided. Additional information: per further engineering review, when the generator on the imaging system has an error it will beep a warning in some cases. No x-ray is generated even with the beep.